Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that multiple placement attempts were made with the right atrial (ra) lead. Upon examination of the lead tip, it was determined that the lead was "bent at retractable helix." The lead was removed and an alternative ra lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst indicated that the lead was returned with the helix fully retracted and the distal conductor distorted due to over-rotation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.